Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. In (B)(6) 2021, patient underwent a revision in which a perforation in an unknown component was identified. The cylinders and pump were replaced, while reservoir remained in patient. A new procedure was scheduled in (B)(6) 2021 and a new pump and cylinders were placed. There were no patient complications.